Event description:
Device 2 of 2. Ref MFR report#: 1627487-2013-11808. It was reported the pt is unable to receive adequate coverage due to receiving stimulation in unintended areas from one of her leads. X-rays will be taken as a result. Both leads are being reported because it is unk which lead is causing the pt problems.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.